Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Note: adverse events on (B)(6) 2012 for diagnosed vaginal erosion along with erosion site closure on (B)(6) 2012 and (B)(6) 2013 surgeries and on (B)(6) 2015 for small edge vaginal mesh exposure with mesh cut/removed on (B)(6) 2015 were reported via medwatch 2210968-2013-05112.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2012. Since implantation, the patient experienced mesh erosion. A vaginal erosion was diagnosed and on (B)(6) 2012, the patient underwent a procedure to attempt an erosion site closure. Another surgery for an erosion site closure was performed on (B)(6) 2013. It was reported that on (B)(6) 2015, a small edge of the mesh sling was seen in vagina. On (B)(6) 2015, 8 cm of the mesh sling was cut/removed with incrustations/calcium. On (B)(6) 2017, the patient was operated for sterile abscess at the inside of the left thigh.